Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "channel error 240.4150." Reported problem cause description: "defective pressure sensor." Hence, the work performed in the device includes: "replaced pressure sensor bottle side and ppm as per manufacturers procedure." There was no patient involvement.